Manufacturer narrative:
Microport was unable to obtain further information for this incident.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to unknown reasons.